Event description:
It was reported that the patient was unable to adjust stimulation. The display showed the "call your doctor" icon and was in a warning power on reset (por) condition. A company representative met with the patient cleared the por and everything was noted to be fully functional.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).